Event description:
It was learned through medical records that a patient with a 23mm 2800 aortic valve, was explanted after an implant duration of nine years, 11 months due to unknown reasons. The explanted valve was replaced with a non-edwards device.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections: d4 (expiration date), h4, and h6 (type of investigation, investigation findings, and investigation conclusions). Hospital and surgeon information are unknown. Unable to follow-up for additional information. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. It is unknown whether patient and/or procedural related factors may have caused or contributed to the reported issue. The investigation could not conclusively determine the root cause. The root cause remains inconclusive.